Event description:
It was reported that a patient underwent a carotid endarterectomy on an unknown date and suture was used. During the procedure, while sewing in the pericardial patch, the suture broke. Another suture was used. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. The device has not been returned to date. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. No response has been provided to date. If further details are received at a later date a supplemental medwatch will be sent. The event states ¿the case was completed with a fourth suture and reinforcing with a 5.0 prolene¿ please clarify. Note: event reported via 2210968-2022-06521, 2210968-2022-06522, and 2210968-2022-06524.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: fifteen unopened samples of product code 8706 were returned to ethicon for evaluation. Visual and functional test were performed on the retuned device. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.